Event description:
It was reported that the patient was admitted to the hospital due to an unknown reason. The patient was in need of magnetic resonance imaging (MRI) and was having difficulty charging the device, hence the physician opted to replace the implantable pulse generator (ipg). The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from date manufacturer was made aware.